Event description:
It was reported that this pacemaker had reverted to safety mode. Technical services (ts) was consulted because the caller wanted to know how long the pacemaker would last in safety mode since patient was going into palliative care. The caller was unsure whether the patient or the physician would choose replacing the pacemaker. Ts stated that it was unsure how long it would last. This pacemaker was consequently explanted and successfully replaced. No additional adverse patient effects were reported.